Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. While the patient was on a walk, the patient¿s cgm was reading in the ¿300s¿, however, the patient began experiencing weakness and disorientation. The patient was also wearing a tandem insulin pump. The paramedics were contacted (it was not documented by who). The patient reported the paramedics transported her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 49 mg/dl while the cgm was still reading in the ¿300s¿. There was no documentation of what treatment was provided to the patient while at the ER. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.